Event description:
It was reported that the day after implant the right atrial (ra) lead had poor p-wave sensing, lower impedance, and no capture. A chest x-ray was performed and it was determined that the lead had dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.